Manufacturer narrative:
Associated with argus case us2017042460, super poligrip (unspecified zinc free variant).

Event description:
Her husband used super poligrip all the time before he died [unknown cause of death] case description: this case was reported by a consumer and described the occurrence of death nos in a male patient who received double salt dental adhesive cream (super poligrip (unspecified zinc free variant)) cream (batch number unk, expiry date unknown) for product used for unknown indication. Concomitant products included no therapy. On an unknown date, the patient started super poligrip (unspecified zinc free variant). On an unknown date, an unknown time after starting super poligrip (unspecified zinc free variant), the patient experienced death nos (serious criteria death and gsk medically significant). (Dechallenge was unknown). On an unknown date, the outcome of the death nos was fatal. The reported cause of death was unknown cause of death. It was unknown if the reporter considered the death nos to be related to super poligrip (unspecified zinc free variant). This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional information, adverse event information was received on (B)(6) 2017. The consumer reported that her husband used super poligrip all the time before he died.